Event description:
This is being reported as a patient safety concern. On friday (B)(6) 2016 it was reported to risk management that an alert had been received on the carefusion alaris 8100 IV pumps. It is reported that there have been cracked or broken platen hinges inside the pump that can result in the pump allowing gravity flow of the IV which could result in an overdose of medication given. Their alert states problems as: "a cracked door platen hinge on the above pump module may allow overdelivery of medication. If there is a crack on the upper hinge of the door platen, the pump may not completely occlude the administration set upon latching the door. A partially occluded administration set may allow gravity flow of medication to the patient. Overdelivery of medication can lead to serious patient injury or death." Recommendation: "follow manufacture cleaning instructions. Unapproved cleaning chemicals may weaken the plastic component on the above pump." Our concern here is that if this does occur the pump appears to be functioning as set and there is no alarm to notify the staff there is a problem.